Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. Visual inspections & results: batch number, k0168j; cartidge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, unfired; position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, no; condition of firing mechanism, yes; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design spec. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported the tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported the device jammed on the first firing. Another tsw35 was opened to complete the case. There was no consequence to the patient.